Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch evaluated, disconnected, cleaned, repaired and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors and failed to boot to a usable state, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.